Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid abdomen on (B)(6) 2018 using a cooladvantage coolcore applicator and was diagnosed with paradoxical adipose hyperplasia in the treated area.

Manufacturer narrative:
Additional information: a3, a4, and b5. H11: corrected data: d1, d4 and e1.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid abdomen using a cooladvantage applicator and was diagnosed with paradoxical adipose hyperplasia in the treated area.